Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The carrier com express board was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported that the display was blank caused by an internal error preventing mechanical ventilation. There was no report of patient involvement.